Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain the patient's weight. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced ineffective therapy with their scs system. In turn, the patient underwent surgical intervention wherein the patient's scs ipg was explanted. Thereafter, the patient was implanted with a drg system to resolve the issue. Effective therapy was established postoperatively.